Event description:
The complainant reported a 65-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, the ecmella patient had several serious challenges. The patient was bleeding from all orifices and was attended for the bleeding. Also, the patient had a marbled leg which was treated with a 7f backflow bypass and current suction alarms regarding incorrect position were discussed. The impella cp was 5 centimeters in the left ventricle. The patient expired while on impella support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and access site bleed could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
Access site bleeding: the root cause of access site bleeding is determined to be most likely patient condition because the bleeding happened from multiple sites and the all orifices and the patient is bleeding from all orifices. G1 reporting contact email revised on manufacturer device report 1220648-2024-15253 in accordance with updated procedures. H6 type of investigation, investigation findings, and investigation conclusions were erroneously entered on the initial manufacturer device report number 1220648-2024-15253-1. H10 investigation results for access site bleeding were erroneously entered on the initial manufacturer device report number 1220648-2024-15253-1.